Manufacturer narrative:
(B)(4). It should be noted the gore® dryseal flex introducer sheath instructions for use (IFU) state ¿if vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿ the nominal outer body diameter for a 22fr gore® dryseal flex introducer sheath is 8.2 mm. Additionally, the IFU states ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿

Event description:
On (B)(6) 2019, a 22fr gore® dryseal flex introducer sheath was used as part of an endovascular aortic repair. During the procedure, the sheath was reportedly inserted through the patient¿s right common femoral artery. It was reported that resistance was felt while inserting the sheath. According to the report, the access vessel was calcified and measured less than 7 mm in diameter. A final procedural angiograph reportedly revealed a dissection in the access vessel. A bare metal stent was reportedly implanted to treat the dissection. The patient tolerated the procedure.